Event description:
A malfunction occurred with the pump, as reported by the caller. There was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.